Event description:
While at the customer site on (B)(6) 2013, a beckman coulter fse (field service engineer) reported that the customer had experienced issues with low anion gaps involving the au5800 clinical chemistry analyzer on the previous day. The customer had located a clot in the sample cup on (B)(6) 2013 and proceeded to remove the clot but continued to see recovery issues. The customer confirmed that erroneous results were reported out of the laboratory and five (5) corrected reports were issued. The customer stated that there was no change or affect to patient treatment for four (4) out of the five (5) patients involved in the event. This report references the four patients whose treatments were not affected; please refer to medwatch #9612296-2013-00058, for an associated report in which there was a change to patient treatment in connection with this event. The customer supplied qc (quality control) data for two days ((B)(4) 2013), ise (ion selective electrode) calibration screenshots, maintenance logs, and patient results for review. Review of supplied data was unremarkable.

Manufacturer narrative:
The beckman coulter fse inspected the ise and noted air bubbles in the lines. The fse replaced the ise valve to resolve the issue and repair was verified per established procedures. Failure mode is attributed to a failed reference valve.